Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary observed. The cable was black in color and there was no loss of cautery due to this issue. There was no thermal damage, and no arcing was observed. The instrument did not collide with anything during the procedure and no fragment fell into the patient. There are no photographic images or videos for isi to review. Isi did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the conductor wire was broken on a vessel sealer extend instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.